Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached over 250 mg/dl while wearing the pod for an unknown amount of time. The patient tried to activate a new pod, but his controller would not turn on. Symptoms reported include vomiting and chest pain. The patient was treated with insulin and hydration fluid. Patient was diagnosed with high ketones. The patient was released from the hospital after a few days. The pod was removed at the hospital. A replacement device has been sent to the patient.